Event description:
Reporter alleged obtaining the results of 20 mg/dl and 161 mg/dl back to back within 10 minutes on the compact plus system on (B)(6) 2012. Reporter also alleged obtaining the results of 11 mg/dl and 203 mg/dl back to back within 10 minutes on the compact plus system on (B)(6) 2012. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).